Event description:
The account alleged that the bed is not sending a nurse call from the bed.

Manufacturer narrative:
Technical support instructed the account to inspect the pendant interface button and to isolate the siderails. Repairs have not been completed.